Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the programmer had a worn lower case and a loose electrocardiogram connector on the link electronic module (lem), both were replaced and additionally the lem was calibrated, and that the software was reconfigured, reloaded and updated software. (B)(4).

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.